Event description:
It was reported there were removal difficulties of the catheter through the introducer during a biliary case. The catheter and introducer were removed as a single unit upon removal, noted the catheter balloon had a circumferential burst. A competitor's product was used to complete the procedure without further complications being reported.